Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a black screen and a no delivery alarm on the insulin pump. The customer's blood glucose level was 145 mg/dl. It was found that the insulin pump was in a loop of restart. Insulin pump will be replaced. No additional information provided.